Event description:
It was reported that the patient received multiple inappropriate shocks. An x-ray was performed and showed lead dislodgement. The lead will be scheduled for explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.